Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 27-45 mg/dl; cause was not known. Carbohydrates and sugary drinks were consumed to address bg. Recommendation was made for customer to consult with healthcare provider.